Manufacturer narrative:
The customer¿s reported complaint of a possible free flow of lasix was neither confirmed nor replicated during the investigation. Log analysis results confirmed an initial infusion of 25mls of the medication lasix starting on 11 apr 2018 at 11:01:13 pm and completing (kvo) on 12 apr 2018 at 7:21:22 am. An additional infusion of 5mls was programmed; however the infusion was stopped prematurely at 8:04:17 am during a ¿flo stop open¿ alarm. The pump module was restarted and channeled off seconds later. The total volume of lasix infused was 26.519ml. Test results from the source device confirmed the unit passing asm (version 9.8) rate accuracy test and a one hour timed rate accuracy test using the incident rate with returned disposable set, returned pcu and programming parameters. Results confirm customer¿s pump module is in specification and operating as intended. Although device inspection confirmed a slight increase in space/gap attributed to a door cover that was not completely seated onto the door, the added space/gap it did not contribute to the alleged free flow event based on rate accuracy test results in the investigation. Described clicking sound reported in the complaint was not exhibited during the operation of the pump module. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that during the shift change report the lasix 500mg/ns 50mls infusion was confirmed to be infusing at 3ml/hour or 30mg/hour as ordered. At 0745 the rn nurse found the lasix infusion bag to be empty with tubing that appeared to not be properly placed into the pump module and a significant space/gap at the top of the module when closed. The space/gap is noted whether a tubing set is placed into the pump module or not. Later there was an internal investigation performed that upon inspection of the pump it was identified that although the door closes completely without hesitation, at the top of the pump when the door is closed, there appears to be a large gap. Interview with the staff involved in the event indicated that the tubing was not loose when the event occurred, however, it is clearly loose when the biomed tested the unit. No visible broken pieces on the lvp and it was labeled to be reconditioned and serviced with a recommendation to return to bd for investigational purposes. Per the addendum submitted on 05/01/2018, it was noted that the lvp had a small hinge misalignment when closing the door with the tubing set inserted. The chamber makes a clicking noise while running with the tubing inserted. A chart review was performed and found that new tubing and IV bag was initiated on 11apr2018 at 22:58. It was noted that there was 25mls to prime the tubing set, the infusion rate was 3ml/hour for approximately 8 hours which equals a total of 24mls infused. As the IV bag was a total of 50mls, it appeared that the patient did not receive an over infusion or free flow event, however, it is further mentioned that intentional bag overfill was not accounted for in this calculation. There was no harm caused to the patient and the patient remained asymptomatic during the event.